Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tl60 was fired. The entire row of staples did not fire. The surgeon had to complete by suturing. No further consequence to the pt.